Manufacturer narrative:
The reported event of "minor surface residue seen on the lead pre - implant during handling" was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was observed to have minor surface residue. The ra lead was removed and replaced. The patient remained in stable condition.